Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range. Lead trend data showed a recent atrial intrinsic amplitude measurement of 0.5mv. Occasional atrial undersensing was observed on stored electrograms. Increasing atrial sensitivity could be considered at the patient's next follow up visit if clinically appropriate. It was noted that the patient's atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).